Manufacturer narrative:
Clinical evaluation performed by medical affairs director on 16 february 2018 intraoperatively a cancellous bone screw broke during insertion. Part of the broken screw was left in the bone and the surgery was completed successfully. This event may be due to excessive tightening torque but the reason cannot be determined. Batch review performed on 26 february 2018 lot 176925: (B)(4) items manufactured and released on 23 october 2017. Expiration date: 2022-10-11 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During surgery the screw head broke off. The screw remains in the patient. The surgery was completed successfully. Instrument used to create the hole: (B)(4) drill guide; (B)(4) drill shaft; (B)(4) drill bit. The hole was performed with the correct inclination. The screw was inserted with the ref (B)(4) (handle) and with the ref (B)(4) (driver).